Event description:
It was reported that the patient experienced symptoms of discomfort and palpitations. It was noted on remote transmissions that noise and inappropriate auto mode switching (ams) was observed on the right atrial (ra) lead. The patient was brought into clinic for additional testing. All other lead measurements were normal. Isometric testing was performed, and lead noise was periodically reproducible with arm movement. It was suspected that the patient's symptoms were also related to loss of atrioventricular synchrony in addition to the inappropriate ams. The noise signals varied in amplitude with some larger than p waves. Programming changes were made. The patient was being monitored for improvement of symptoms. There were no reported patient consequences.